Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe filter, sample syringe, sample probe, and ise reference electrode beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous high/low patient results for multiple chemistries on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.